Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Model: ent450; 14518-5c-aw rev e 03/16; using the pod 5 / page 57. Advised: always wash your hands and use the aseptic technique to prepare the infusion site before applying a pod. Advised: do not apply a pod to any area of the skin with an active infection. If you are unsure whether to use a specific site, ask your healthcare provider. Advised: at least once a day, use the pod's viewing window to check the site for signs of infection and to confirm that the soft cannula is securely in place. Advised: be aware of the signs of infection, including pain, swelling, redness, discharge, or heat at the site. If you suspect an infection, immediately remove the pod and apply a new one in a different location. Then call your healthcare provider.

Event description:
The customer reported an infection at the insertion site with blood and pus. The patient went to the doctor and was prescribed betaisodona. Pod wear is 1 to 2 days.